Event description:
I had replaced my approx 10 y/o saline breast implants with natrelle inspira cohesive implants scf ref scf-415, sn (B)(4) on (B)(6) 2018. Shortly thereafter, my health started declining. I was having trouble breathing on exertion. Skin rashes, fevers, body aches, headaches, until I was bedridden in (B)(6) 2019. I have had every medical test completed per my physicians and they said all results were normal. My primary care physician, plastic surgeon, and general surgery (who removed my lymph nodes) out of concern that I may have lymphoma all decided that I may consider having my implants removed since my symptoms started soon thereafter. I had my implants removed (B)(6) 2019 and since then almost all of my symptoms have disappeared. FDA saefty report ID# (B)(4).